Event description:
It was reported that the 9800 system would lock up and continues to sound the fluoro beep. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. However, in reviewing the error logs found 2 occurrences of security errors and one occurrence of an integrity error. As based on this info and as a proactive measure, the hard drive and hand switch were replaced. The system was tested and found to be working as intended and placed back into service.